Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances on the lead. It was unknown what caused the high impedance on so many contacts. The patient underwent a revision procedure wherein the lead was replaced. The physician suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Nine cables were broken/severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. There were no exposed cables. Sc-4316 (lot #: 17186954) device evaluation indicated that visual inspection revealed 3 eyelets were fractured and exhibited missing silicon. Root cause of the damage was not determined. Additional information was received that all parts of the implants were retrieved from the patient's body.

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances on the lead. It was unknown what caused the high impedance on so many contacts. The patient underwent a revision procedure wherein the lead was replaced. The physician suspected device malfunction. The patient was doing well postoperatively.